Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the ins was inactive and had not been used for several years. The ins has not been charged. The patient plans to have the ins removed and replaced. No further complications were reported.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - cervical/neck. It was reported that the patient met with their healthcare provider (hcp) and discussed replacing their device. Patient stated the hcp was pending patient's sugar levels to go down to do a replacement surgery. Patient stated the device had not been working and was dead at this time. Patient stated she did not have her equipment with her and had not charged device in years. No further complications were reported/anticipated.